Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v693902, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had "strange sensations" described as "zinging and shocking sensations at the top of the lead wire" about a month prior to report. It was also reported the patient had a "lump" or "knot sticking out" in the center of her tailbone. It was further stated the patient's bladder was "killing" her, that she felt a "pulling sensation" and that her "kidneys and back hurt". It was reported she felt "mean, hurting and frustrated", that she was in pain and not feeling well. As the days went on, the patient reportedly could no longer sit because she was in so much pain. When she sat down, it reportedly felt like her tailbone was bruised. Reportedly, the patient had "more pain with the device turned off", and that the pain in her hip and lower back were "tenfold". It was stated the patient felt "hot and cold, and hot like she had a fever". The patient stated she "did not have a fever" and that she was "getting warm spells". The implant site had no swelling, however there was swelling at the center of the tailbone, where the test lead was implanted. The patient reported losing ten pounds since the device was implanted. The patient denied any falls or traumas. The patient indicated her device was working "well". It was noted she still felt stimulation on the inside of her leg, even with the device turned off. She said her "nerves may not have settled down" and asked about "phantom stimulation sensation". It was stated the patient believed that the lead was disconnected from the stimulator. The patient spoke with a nurse at her physician's office, who reportedly advise she go to an emergency room or her primary care provider, to request a "culture be taken". The patient reportedly also spoke with a physician who advised she turn the device off. Reportedly, the physician said it sounded like "a coil was showing because she is thin". The patient said she took antibiotics as a "precaution". The antibiotics were reportedly for a previous urinary tract infection she had. It was reported the patient took "lots of pain medications" for interstitial cystitis. It was reported the patient had a hysterectomy and she "felt it may be related, but she was not sure". The patient had a follow up appointment with her doctor eleven days after this report date. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was that the patient thought the area was swollen, when this was not true. The patient lost weight and could feel the wire, causing her to panic and think something was wrong. It was reported that everything was "ok and working well". It was noted that the event required no surgical intervention and the patient was not hospitalized. Regarding the urinary tract infection that was previously reported, the event was submitted under manufacturer's report #3004209178-2013-03096 and any follow up received regarding that event will be sent in a supplemental report of #3004209178-2013-03096.